Event description:
Report received indicated that the patient experience blistering under the wafer at the 9 o'clock position halfway between the stoma and the wafer edge. The patient experienced the condition during an unk period prior to complaint receipt. Patient has had to change the appliance up to 3 times per day. Patient reports the device is not flexible and adheres poorly. Treated with stomahesive powder with some improvement. Recommended more gentle technique for device removal. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this lot received. There is no indication of complaint trend based on this review.